Event description:
It was reported that during a peripheral stenting treatment procedure, the stent was deployed within the sheath. The moderately calcified and non tortuous target lesion was located in the left common iliac. This 7x80x120 epic stent was selected and after deploying the stent the physician had difficulty trying to remove the stent system from the sheath, the physician "pulled harder" causing the stent to become damaged. After further inspection, the physician realized that the stent was partly deployed within the 6fr 25cm non-bsc sheath and partly in the vessel. It was noted that the stent was crushed. The patient was taken to the operating room where the physician did an open procedure to remove the stent. The stent was successfully removed from the patient and a patch was placed. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported during deployement the user "was not paying attention to the proximal part of the stent".